Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history found no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the single leaflet device attachment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Three mitraclips were implanted reducing mr to grade 1. Approximately five minutes after deployment of the third clip, a single leaflet device attachment of the third clip was noted. The posterior leaflet was no longer inside the third clip. Mr was now grade 2. The mean gradient was 3.5 mm hg at this point and the physician did not want to risk mitral stenosis with a 4th clip; therefore, a 4th clip was not attempted. The procedure was completed with mr grade 2 and a mean gradient of 3.5 mm hg. No additional information was provided.